Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2014. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a leak and failure of the flow sensors. This could adversely affect the ability to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was under 4.5lpm from the flow sensors and would not have caused a loss of mechanical ventilation. Flow sensors are a customer replaceable item. A leak condition will be noted in the preop check of the equipment as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The initial complaint was not reportable.